Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose (bg) levels between 380-500 mg/dl due to pump not being primed and not being able to hear to alarm. Patient had moderate ketones, a dry mouth, and achiness. Loss of prime has occurred 3 or more times, and patient has changed cartridges. This complaint is being reported because the loss of prime issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.